Event description:
User receiving low sodium results for many patient samples. Exact number of sample involved is not known, two examples were provided. Sample 1 initial result 130 mmol/l, repeat 143 mmol/l. Sample 2 initial result 129 mmol/l, repeated in the normal range. No erroneous results were reported. User replaced the internal standard, primed and recalibrated the assay which resolved the issue. If additional information is received, appropriate notification will be provided.